Event description:
Staff members were preparing the unit for an in-house transport and the unit failed to power up. The staff obtained another unit (manufacturer unk) and transported the pt. There was no adverse effect on the pt.